Event description:
This is an adverse event recorded on a crf as part of the us rfa registry for barrett's esophagus. This pt was prospectively enrolled with a 2 cm barrett's negative dysplasia. After a focal ablation patient developed a stricture and complained of dysplasia. Pt was subsequently injected with 40mg kenalog and dilated, no info on resolution of stricture and dysphagia. Per the physician the severity of this event was serious and relationship of the event to the device procedure was definite and there was no device malfunction.